Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector attached and no cap on patient connector was received. During visual inspection the set and noted chipping/flaking and crack of the light blue main body. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The complaint was confirmed in the lab for cracked/broken twist clamp; however, the root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a crack at the connection port (light blue part) of the transfer set. No leak was noticed, and it was cracked along the rim. The transfer set was in use since (B)(6) 2010. Patient uses alcohol wipe. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.